Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a weak battery alarm, external ram error alarms and an unexpected restart alarm. The customer's blood glucose was 385 mg/dl at the time of incident. The customer stated that a basal was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was not store and was not in use for an extended period of time. The customer stated that the alarm did not occur after inserting a new battery. The customer stated that the unexpected restart alarm was recurring during normal use. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.